Manufacturer narrative:
Block d2b: additional pro code qon. Block d10: tined lead, upn: 1201, lot number: al1k431826, UDI for concomitant product, tined lead: (B)(4). Block g4: additional premarket/ 510(k): p190006.

Event description:
It was reported that the patient with this implantable neurostimulator (ins) experienced recurrent red light errors on their remote. The issue began in early 2025 and the device was reprogrammed twice. It was also noted that the patient experienced a brief shocking sensation, but the device was turned up very high. There was no pain since 2025. The device was shut off. The patient underwent a revision procedure. Prior to the revision surgery, customer service paired the device and noted all four electrodes showed open impedances. No patient complications were reported.